Manufacturer narrative:
Additional information was received on may 12, 2021 providing the lot number of 30457646m. Therefore, processed field d4. Lot, d4. Expiration date and h4. Device manufacture date. Additional information was received on may 14, 2021. The patient was fully recovered and had discharged from the hospital at the timing of (B)(6)2021. The reporter responded that the patient did not require extended hospitalization because of the adverse event. However, the reporter also stated the ablation procedure was on (B)(6)2021 and the patient was not discharged until (B)(6)2021. Therefore, the hospitalization was assessed as prolonged hospitalization as it is standard for 1 night stay after an ablation procedure. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30457646m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered gastric dilation after the procedure and required prolonged hospitalization. At the visit on (B)(6) 2021, the physician commented that the previous patient ((B)(6), 2021) had gastric dilatation. There was no product defect. After a while, gastric dilatation developed. As of 22 days, the patient had recovered and was discharged from the hospital. The physician¿s commented that although the causal relationship with the procedure cannot be determined, gastric dilatation probably caused by disorder to the esophageal vagus nerve occurred. There was a gap in the isolation line on the contralateral side of the esophagus, which was considered to be caused by additional ablation. There was no malfunction of the ablation catheter, and the causal relationship with the product was considered to be low. Multiple attempts have been made to obtain clarification to this complaint to include if there was indeed prolonged hospitalization. However, no further information has been made available. Therefore, this event was conservatively assessed as MDR reportable for ¿gastroparesis¿ with "prolonged hospitalization¿.